Event description:
The customer reported that images could not be captured during a colonoscopy diagnostic procedure before sedation while using an Olympus Colonovideoscope. The procedure was completed using an Olympus back-up device and there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.